Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that prior to surgery the main board power supply on an ats 3000 appeared burned and damaged accompanied by a burning smell. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the main board power supply was burned and damaged. On march 20, 2018, it was clarified that the issue occurred before surgery on (B)(6) 2018. The event was not identified after a recent purchase or repair. There was no medical intervention or additional surgical procedures required. There was no harm/ injury reported. There was no extension or delay reported. On march 21, 2018 it was clarified that there was a burning smell when the biomedical technician opened the device. The customer did not return an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 3000 tourniquet by zimmer biomet surgical was not performed since at the time of this investigation the device was not returned for evaluation. The customer called the repair department on (B)(6) 2018. Repair of the a.t.s. 3000 tourniquet was not performed by zimmer biomet surgical since at the time of this investigation the device was not returned for evaluation. The customer called the repair department on (B)(6) 2018 the reported event ¿the main board power supply was burned and damaged¿ was non-verifiable since the device was not returned for evaluation. The root cause of the main board power supply being burned and damaged cannot be specifically determined with the provided information since the device was not returned for evaluation at the time of this investigation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.